Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 170 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the escape button due to corroded keypad traces; also moisture damage noted on lcd board. No unexpected button error alarms noted. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.